Manufacturer narrative:
Product complaint (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: this phenomenon was found in an unopened condition in the operating room. The product was contaminated with dirt or dust. Where was the foreign material found? Unknown, maybe inside the sterile barrier(inside the sterile barrier or outside of the sterile barrier?) Unknown. Please describe the type of foreign matter that was observed. What was the foreign matter¿s appearance? Unknown. What was the texture? Unknown. Are there any photos of the foreign matter available? Unknown. Is it possible that the foreign material fell into packaging upon opening of device? Unknown. Was the product seal on the foil still intact when the package was opened? Unknown. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please clarify, where was the foreign material found? (Inside the sterile barrier or outside of the sterile barrier?

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and a topical skin adhesive was used. It was found that the mesh patch had been dirty. Another product was used to complete the case. There were no adverse consequences to the patient. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d9. Additional information has been requested and received. If further details are received at a later date a supplemental medwatch will be sent. "Please clarify, where was the foreign material found? (Inside the sterile barrier or outside of the sterile barrier? Maybe inside the sterile barrier. Please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) (B)(4). ? Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. The device will be shipped. H3 evaluation: the product was returned to eth for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample revealed that the sample was returned inside it's original packaging unopened. Upon visual inspection of the mesh, was confirmed to have stains on it. As part of eth our quality process, the manufacturing records of this lot number was reviewed, and the manufacturing standards were met prior to the release of this lot. No conclusion could be reached as to what may have caused the reported incident. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.